Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house clinical hcg negative urine samples as well as a low level hcg urine standard. All hcg results were negative at read time and met qc specifications. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided

Event description:
It was reported by a lab director that a patient came into the clinic for contraceptives and a false positive result occurred with the hcg serum/urine test. The patient tested positive on hcg test but the serum quant came back at <2miu/ml. The patient was instructed to come back in a few weeks. On (B)(6) 2019 a second rapid test also came back as a false positive. No patient outcome provided; unknown if patient received contraceptive treatment. Trouble shooting occurred with a review of storage, technique, and handling - no deviations noted. Tss discussed using only clear urine specimens free of particulates, variance of hcg clearance rates in individuals post pregnancy, and possibility of hama interference.